Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 1805. Ams bio arc pre-connected collagen dermal -33. Ams bio arc sling system - 34. Ams monarc c-sling system - 24. Ams monarc sling system - 1028. Ams monarc+ subfascial hammock - 64. Ams sparc sling system - 534. Unknown sling system - 88 - attachment: [procodewise summary report -otn - june 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urinary incontinence and infections. The device remains implanted. No further complications have been reported in relation to this event.